Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 27th march 2013 and performed to specification up to the 7th september 2014. The device records multiple manual power ups of ten minutes duration between the 7th-19th september 2014. The device performed successful self-tests up to april 2015. The pad-pak became depleted during this time and was removed and reinstalled on three occasions for periods of up to approximately 13 months. Upon visual inspection of the returned device damage was observed on the low casing. The returned pad-pak was inserted into the device, the device failed to power on and the red status led was flashing alongside a failure chirp. This indicates a fault. The device was disassembled for further investigation. Corrosion and damage was observed on multiple components of the printed circuit board. No further investigation was possible due to the extensive corrosion and damage. Investigation found the reported fault can be attributed to corrosion on the printed circuit board due to moisture ingress. Upon visual inspection corrosion was observed throughout the printed circuit board on/off circuitry. This could have contributed to the ten minute time outs recorded.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.